Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a loss of communication issue between the transmitter and the pump. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer reported a blood glucose value of 427 mg/dl. The event involved product(s) mmt-7040a, mmt-396a, mmt-332a, mmt-7040a, mmt-1884. Troubleshooting was partially performed for high blood glucose and performed for transmitter issue but the issue was not resolved. The led light does not blink when connected to the sensor but the transmitter was confirmed to have been charged. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the sensors and pump. Product return is required for mmt-7040a. No product return is required for mmt-396a. No product return is required for mmt-332a. Product return is required for mmt-7040a. Product return is required for mmt-1884.